Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned pump for an alleged pump error 23 and unresponsive keypad found on (B)(6) 2023. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. Successfully utilized thump to download history files and traces. Pump error 82 was found in the history file on (B)(6) 2023 at 12:39:14.000 (file number = 16, line number = 427). Failed batt test (58) found in pump history on (B)(6) 2023 at 20:25:42.000 and 20:46:39.000. Pump error 130 found in pump history multiple times on (B)(6) 2023 multiple times between 12:05:37.000 and 12:39:37.000. No physical or moisture damage was noted at keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to [root cause]. Pump exposed to moisture confirmed at pcba 1, pcba 2, force sensor, and motor. Pump error 82 was confirmed, however unable to confirm for software anomaly due to insufficient data in the detail trace file, problem isolated to the electronic assemblies and motor. Pump error 130 confirmed due to moisture damage on the motor. Failed batt test unknown. Unresponsive keypad not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 23 alarm. It was also reported a keypad anomaly complaint. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer was unable to clear the alarm successfully. The customer will discontinue the use of the device and revert to the backup plan as per instructions which will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.